Event description:
It was reported that non-sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. There were no reported patient symptoms or consequences.

Event description:
New information received notes the patient experienced shortness of breath and heart racing/tachycardia. Programming changes were completed to address the non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient presented remotely for a follow up with the clinic after programming changes and was asymptomatic and in stable condition.